Event description:
The left brake allegedly broke. Although injury is alleged, no specific injury is known at this time.

Event description:
The left brake allegedly broke. Although injury is alleged, no specific injury is known at this time.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on (B)(4) determined this is an MDR. Initial (B)(4) issued mfg report #1525712-2012-00022 with consma as the manufacturer. The correct manufacturer is danyang maxthai. A new (B)(4) issued mfg report # 1525712-2012-00039 with the corrected manufacturer.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.